Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error with open book image. Customer reported that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. Troubleshooting was done and customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. No unexpected critical pump error (open book image) alarm noted during the testing. Successfully downloaded history files and traces using thus. Successfully downloaded comlink3 file. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. However, critical pump error (open book image) alarm was due to the rf test failure in the bootloader (code 0x00000045) according in the comlink3 file, suspecting hw issue. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date of 21-aug-2022 in the formatted history file. Replace battery now alarm was found on: 08/20/2022 18:44:00.000 power loss alarm was found on: 08/20/2022 18:55:17.000 pump error 23 alarm was found on: 08/20/2022 18:55:03.000 08/20/2022 18:55:59.000 pump error 68 alarm was found on: 08/20/2022 18:55:20.000 pump error 49 alarm was found on: 08/20/2022 18:55:20.000 08/20/2022 18:55:47.000 pump error 37 alarm (file number: 121 line number: 542) was found on: 08/20/2022 18:42:00.000 08/20/2022 18:52:00.000. Pump error 37 alarm (file number: 121 line number: 542) was confirmed according in the formatted history file, suspected on hw. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Upon checking on the power data/detail trace file, replace battery now alarm and power loss alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Pump error 23 alarm, pump error 68 alarm and pump error 49 alarm were expected since the pump restarted due to pump error 37 alarm. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a cracked battery tube threads, a scratched case and a serial number label fading. Critical pump error (open book image) alarm (according in the comlink3 file) and pump error 37 alarm (file number: 121 line number: 542) (according in the formatted history file) were confirmed due to corrosion on the pcba 1/pcba 2 and motor assembly noted. During visual inspection, corrosion was found on the force sensor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.